Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had changed out the cartridge and infusion set and then started to experience elevated blood glucose (bg) level up to (450 mg/dl). The customer tried to deliver a correction bolus while disconnected. The customer stated to believe air bubbles were in the infusion set tubing. However, it was not confirmed. The customer was able to change out infusion set and cartridge and delivered a bolus to stabilize bg level. In addition, the customer reported after delivering the override bolus to stabilize bg level, the customers bg level went low (49 mg/dl). The customer reduced basal rate and took a glucose tablet to stabilize bg level.